Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support to report an unspecified fluid leak was experienced on a previous unknown date. It was unknown if fluid leak came from inside of the cycler. Additionally, the patient stated they have experienced multiple air detected in cassette warnings over the past three nights. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and perform alternate treatment in the absence of the cycler. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: g2. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support to report an unspecified fluid leak was experienced on a previous unknown date. It was unknown if fluid leak came from inside of the cycler. Additionally, the patient stated they have experienced multiple air detected in cassette warnings over the past three nights. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and perform alternate treatment in the absence of the cycler. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.